Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were not able to see pump screen anymore. Customer¿s blood glucose level was 168 mg/dl at the time of the incident. Customer reported that they were hearing tones. The product will not be returned for analysis